Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Investigation in ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Pt implanted with a pedicle screw on an unk date. Postoperatively, the screw head was noted as broken. The broken screw was removed and pt was revised to another screw.